Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2007 for pelvic relaxation and stress incontinence. It was also reported that mesh was implanted on (B)(6) 2008 for stress incontinence with a grade 2 cystocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and recurrence. It was also referenced that the surgical mesh procedure performed on (B)(6) 2007, was due to graft erosion of the urethra. No additional information was provided.

Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2007. The pt experienced pain, erosion on her internal bodily tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. The pt underwent a mesh removal procedure on (B)(6) 2007. No additional info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).